Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Device reached eri on (B)(6) 2016.

Event description:
It was reported that there was short longevity on the device. The device was explanted and replaced. It was also reported there was high threshold on the right ventricular (rv) lead. A lead revision was planned and the lead could not be revised. The lead remains in use. No patient complications have been reported as a result of this event.